Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that it was difficult to gain arterial access with the sheath, and the patient experienced bleeding, access site hematoma, lost pulses, and discomfort at the groin. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Acquiring access was difficult and required multiple arterial sticks. Access was obtained eventually, and the procedure was able to be completed. After the procedure the patient had a hematoma and groin discomfort along with continued bleeding. The patient also lost pulses in the right lower extremity (rle). The patient was hospitalized for vascular surgery, then discharged from the hospital two days after the pfa procedure. The device is not expected to be returned for analysis due to disposal.